Event description:
It was reported that the patient presented a heavy local infection around the delta screw approximately 2 months post operatively. A second intervention was performed to remove the implant. No further patient information including the type of infection present, is available from the customer. This device is used for treatment.

Manufacturer narrative:
Review of the device history indicates to issues with the sterilization records of this lot. This is the only complaint of this type involving this part/lot combination. Device evaluation did not provide relevant information to the event reported. Based on previous evaluations, infection cases are usually hospital acquired and not a product related issue. The type of infection found in the patient is unknown. A definitive conclusion, however, could not be determined from this event.